Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 1 of 2. Reference MFR report: 3008829311-2017-00597. The patient had 3 leads (1 from lot ab2105 and 2 from lot ab2166) implanted. It was reported all 3 of the patient's leads migrated. Surgical intervention was undertaken on (B)(6) 2017 and all 3 leads were removed and replaced. An additional lead was also implanted for improved coverage. Postoperatively, the patient reported receiving effective therapy.